Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose values ranged from 182-400 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.